Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The immediate load can cause micro movements of the implant, leading to the formation of conjunctive tissue around the implant, which hinders the direct contact between bone and implant. Additionally, after the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered.

Event description:
(B)(4). The dentist reported that 5 months and 23 days after the dental implant was installed in intraoral region 4#, its non- osseointegration was observed. Moreover, 40n.cm of primary stability was achieved and the patient presented bone type iii.